Event description:
Dealer alleged that the mast on the lift allegedly bent. No injury is alleged.

Event description:
Dealer alleged that the mast on the lift allegedly bent. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9805 serial number/date code unknown has an unknown age. The user manual part number 1024492 was issued with this device. The latest revision rev e (may-06) [latest revision] was used for this documentation. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.

Manufacturer narrative:
(B)(4) - initial (B)(4) issued mfg report 3004493922-2011-00007. Product was returned for an evaluation. The boom was bent approximately 5 degrees to the right. This could have occurred if the patient was lifted and pulled to the side while a leg was restrained. This may have occurred during shipping but this is unlikely with the product having been used for two years. The pump worked correctly. RMA (B)(4) has been initiated for this issue. Model 9805 serial number/date code unknown has an unknown age. The user manual part number 1024492 rev e (may-06) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.